Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter displayed a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began in (B)(6) 2011. The cca was advised the patient manages her diabetes with insulin. It is not known what action the patient took at the time of the alleged issue. Afterwards, the reporter claimed the patient felt symptoms of frequent urination and had a headache. That evening, the patient was administered an increased dose of nhp insulin (amount not specified). At the time of troubleshooting, the cca noted there was no misuse of the subject meter; however, the batteries need to be replaced. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.